Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and micro-dislodgement was the suspected cause of the event. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.